Event description:
An 87 year old male underwent a high risk percutaneous coronary intervention (hrpci) with impella cp support implanted percutaneously via the right femoral artery on (B)(6) 2026 at 11:10 am. The patient¿s pre support clinical condition was consistent with scai shock stage a. During the procedure, the physician noted a dissection of the left anterior descending (lad) coronary artery; however, the physician documented that the dissection was not attributed to the impella device. The impella cp was electively explanted on (B)(6) 2026 at 1:20 pm following completion of the procedure. The patient survived the procedure, was successfully weaned from impella support, and no patient injury was attributed to the device. There were no device malfunctions reported, no alarms or abnormal device performance described, and no other contributing factors identified. No product was returned, as the device was discarded per hospital protocol, and no device data download was required. Based on the information provided, this complaint represents no device involvement, and the reported lad dissection was determined by the physician to be unrelated to the impella cp device. No corrective action or further investigation is required.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.